Manufacturer narrative:
An internal investigation at synthes (B)(4) was conducted. It was found that the inflation device conforms to specifications for pressure resistance. The origin of the anomaly comes from the stopcock which presents a leak during the deflation phase. This anomaly is isolated to the stopcock in the kit.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, the insufflation balloon broke during procedure on (B)(6) 2013. The patient is a (B)(6) patient with an approximately fifty percent crush on l2, and with the line of fracture located on the posterior wall. The event occurred when introducing 240 mm/hg air pressure into device and stent. The surgeon decided to leave the balloon inside the stent, and fill the metallic mesh with cement (vertecem). This report is for an inflation system. This is 1 of 1 device for this event reported on complaint (B)(4).